Event description:
The staff was unable to advance the intra aortic balloon (iab) beyond the abdominal thorcic aorta area. They were also unable to get return blood flow. The catheter was maneuvered back and forth but they were still unable to advance or get blood flow.